Manufacturer narrative:
Lens was returned dry in the lens case/vial. Visual inspection found the haptic bent. Dimensional inspection found the lens to be within specification. (B)(4).

Manufacturer narrative:
PMA 510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.0/+2.5/x092 diopter, into the patient's right eye (od) on (B)(6)2017. On (B)(6)2017 the lens was explanted due to excessive vault, significant reduction of irido-corneal angles (ica), and angle closure with elevated iop. The surgeon reported anterior chamber irrigation/evacuation of remaining visco/fluids. Surgeon also reports corneal edema/midriasis. The surgeon states that the patient status is okay.